Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). At the time of this report, dianeal pd 2.5 ultrabag therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date, the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The cause of the peritonitis was a break in aseptic technique, further described as the patient did not wear a mask doing capd without proper training. On an unreported date, a peritoneal effluent analysis and culture were performed. It was not reported whether the peritoneal effluent analysis and culture were performed before starting antibiotic therapy. The result of the peritoneal effluent analysis was not reported. The culture result was unknown. On an unreported date, the patient was treated with vencogen, tazin, and unizox it was not reported if the patient received re-training regarding aseptic technique. At the time of this report the patient remained hospitalized. The peritonitis is recovering

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem is confirmed because nurse reported break in aseptic technique. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.